Event description:
According to co's customer, in 2003, an erroneously elevated accu tni result of 27.55 ng/ml was generated by an access 2 instrument. The erroneously elevated result was not released out of the lab. The customer reran the sample for accu tni on the same access 2 instrument and obtained a result of 0.03 ng/ml. The sample was rerun because the results from a previous sample had been reported as 0.04 ng/ml. The results (0.04 ng/ml) were obtained using a different chemistry analyzer on site. The result of 0.03 ng/ml was reported out of the lab. The lab did not receive any report of injury requiring medical intervention or change to pt treatment attributed to or connected with this event.